Manufacturer narrative:
(B)(4). Additional information received from sales rep indicating the issue with the heater was found in the biomed department and not in the clinical setting; therefore, the initial MDR that was submitted on 10/15/2020 was sent in error. This is not a reportable event.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.